Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 1.1 was not detected on the communication bus. The customer indicated there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary 2 drawer 1, full height drawer 1 cannot read pockets in row e. A field service engineer manually released all pockets in the drawer, and debris along with medication was cleaned from the tray liners. Each pocket was then added back into the drawer, verifying that each one was properly detected by the bus. User team completed the inventory for auxiliary 2, drawer 1, confirming successful recovery and functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer 1.1 was not detected on the communication bus. The customer indicated there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.